Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the patient underwent right total knee arthroplasty on (B)(6) 2021, and was discharged one week after the surgery. The patient complained of aggravated surgical wound pain with swelling and effusion since (B)(6) 2021.

Event description:
Post-op infection. This case is from the health authority. It was reported that the patient underwent right knee arthroplasty. During the operation, an anterior median incision of the right knee was selected, about 10 cm in length, the skin and subcutaneous tissue were incised, and then dissociated bilaterally along the deep subfascial space to expose the anterior knee joint and the rectus femoris tendon. Incision of the suprapatellar bursa and articular capsule along the medial side of the rectus femoris tendon, the medial border of the patella to the medial tibial tubercle, turn the patella laterally. Resection of osteophytes, synovium, infrapatellar fat pad, medial and lateral meniscus, anterior and posterior cruciate ligament; distal femoral osteotomy was performed by intramedullary localization, valgus 7 degree osteotomy. Tibial plateau osteotomy was performed by extramedullary localization. Vertical rods were parallel to the long axis of tibia when viewed in anteroposterior and lateral position. The initial thickness of osteotomy was 10 mm, and the osteotomy plane was kept at 3 degree retroversion. After osteotomy, the balance of the extension gap was tested. The 10 mm gap block was used to test the good extension gap. The distal femur was rotated for 3 degrees for quadrilateral osteotomy. The distal femur, anterior condylar, posterior and anteroposterior oblique osteotomy were performed sequentially. After osteotomy, the balance of flexion-extension gap was measured, the flexion-extension tension of knee joint was adjusted, and the superficial and deep layers of medial soft tissue and medial collateral ligament were loosened to ensure the balance of soft tissue in the internal and external space. After cleaning the bone fragments with high pressure pulse irrigator, the no. 3 femoral prosthesis and the no. 2 tibial prosthesis were fixed with bone cement, and a 10 mm spacer was installed. Reduction and examination of knee joint flexion and extension is good, irrigation of the wound cavity, patella movement track is good, resection of the patella edge hyperosteogeny, electrocautery peripheral edge. Rinsed with saline. The mixture of "ropivacaine + betamethasone" was injected around the knee joint for analgesia, the joint cavity was washed, and the tourniquet was loosened for hemostasis. The surgery was completed. After the surgery, the patient suffered from wound infection. Secondary debridement and suture were given to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.